Event description:
The patient was being fed using a pump. One liter of an enteral feeding solution was hung between 6:00 and 7:00 pm, and the pump was set to deliver 50 ml/hr. At 8:15 pm, the patient was found vomiting. The pump was still set at 50ml/hr, but the fluid was running in faster. Approx 700 cc had been delivered in 90-120 minutes. Resident was vomiting, dyspneic with cool clammy skin. Resident was alert and oriented. Physician notified. On the following day, the patient expired.